Event description:
1000cc dextrose 5%, 1/2 ns infusing through a b braun pump at 75cc/hr. Placed primary solution on blue hanger (lower than piggyback). Placed piggyback higher than primary. Kept clamp to piggyback closed. Pressed "stop" button on the pump to program piggyback. Programmed the piggyback antibiotic (vtbi 100cc). After programming, opened clamp of piggyback antibiotic line prior to starting the pump, the piggyback immediately started to flow into primary line-could see the drip chamber of the primary tubing filling up. Tried the same process as above on another pump and the same thing happened. Primary nurse decided to sequester both tubings and notified clinical educator of the incident. Nurse then replaced the original primary tubing and took a new primary tubing to use for the antibiotic she was going to administer to the patient. She used two pumps for the primary tubings without problem. Tubings have been sequestered and given to risk manager. There was no harm to the patient.